Manufacturer narrative:
This information is being resubmitted as it was determined the reports submitted with MDR # 1820334-2015-00557 were inadvertently submitted without a report designated as the initial report. This report contains information submitted under: 1820334-2015-00557 on 15sep2015, 1820334-2015-00557 on 05nov2015. No additional information was provided, or further investigation was conducted. (B)(4). Investigation / evaluation during the course of investigation, a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc), specifications, trends and a visual inspection of the returned used and damaged product was conducted. The visual examination determined the product had a tear/burst 1.4 cm from the distal bond or 2 mm proximal to the distal marker band. The rupture/tear was circumferential but did not burst/tear completely around the balloon. It appeared as though the balloon burst more than halfway around the circumference, but was still fully connected for a portion of the circumference. The distance between the marker bands was 4 cm indicating the device was correct per specifications. Per dfmea: balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. The balloon is 100% inspected for visual defects and a burst test is performed, ensuring the balloon does not burst radially. In addition, quality control personnel performs a 100% check of the balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. Each device is shipped with instructions for use (IFU); which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur." The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The user stated that they attempted nominal pressure but the balloon ruptured. The nominal pressure of this rpn is 8 atm and the rated burst pressure is 11 atm. Over inflation is not believed to be the cause of rupture. Balloons are designed to burst linearly in the absence of external restraints, but may burst or tear circumferentially under additional restraints such as a sharp calcification. The patient anatomy is not known. Based on the information provided and the results of our investigation, the root cause of the balloon rupture cannot be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The event occurred during a procedure for restenosis after stent placement (another manufacturer's), which were placed on the both cia. The stent placement was performed by ipsilateral retrograde approach. Two balloons (cook pta5-35-80-8-4.0 and one from another manufacturer's) were advanced from both femoral artery to perform kissing balloon technique to treat restenosis. When the physician attempted nominal pressure, the pta5 balloon ruptured circumferentially (1subject of this report 1820334-2015-00557). After the balloon rupture, the physician used another balloon ( cook pta5) to perform kissing balloon technique again, however it got ruptured at nominal pressure. The device got stuck in the sheath when the physician attempted to remove from the patient, however it was removed and no adverse effect to the patient. Additional information received on 26 august 2015: during the attempt to remove the second balloon, the physician accidentally withdrew the sheath before removing the balloon. He then, attempted to remove the balloon directly, however since the balloon had a pinhole and could not deflate completely, he was unable to remove the distal end of the balloon from the body of the patient. Therefore, he cut the balloon device at the exited part from the patients' body. Then, brachial artery was punctured additionally and inserted the wire guide to perform pull through to fa. The separated part of balloon was pushed out and exited from brachial artery at the end. At final angiography, the physician confirmed any section of the device did not remain inside of the patient's body. (1820334-2015-00558). Another device (another manufacturer's) was used to complete the procedure. No adverse effect to the patient have been reported.